Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery with 75% stenosis, heavy calcification and no tortuosity. The lesion was well prepared performing orbital atherectomy and balloon dilatation. The 2.5x33mm xience skypoint stent delivery system (sds) failed to cross after several attempts and the distal end of the stent was broken [flared] upon removal. It was also noted that the distal first strut separated from the balloon while the rest of the stent was well crimped on the balloon not moving. It was unspecified how the stent was retrieved. Another same size non-abbott stent was used to complete the procedure. Although there was a delay in the procedure, there was no adverse patient effect, therefore, the delay was not significant. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported stent break (material separation) was not confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure as it is likely the device interacted with the calcified anatomy during advancement causing the reported failure to advance and subsequent material deformation. Additionally, the investigation was unable to determine a conclusive cause for the reported stent break as the break was not confirmed during return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.